Event description:
During a carotid endarterectomy, the new version of the vascu-guard peripheral vascular patch was placed on the field and soaked in normal saline for approximately forty five minutes. The patch appeared to be "rough" on each side. The less of the rough sides of the patch was placed on the inside of the vessel, toward blood flow. Upon completion duplex, a large thrombus appeared on the patch wall, which resulted in clamping and reopening the carotid artery to remove the thrombus which was adhered to patch. Vascu-guard rep left the building prior to use of patch. Addendum: this issue was reported to substitute product has been ordered in until resolution of the issue occurs. The vascu-guard patches had a packaging change. The product was unchanged although we had been noticing that with new packaging that there is stippling on the graft from the foam which appears as though both sides are rough.